Event description:
It was reported to medtronic minimed that the customer experienced crack near the battery cap, slower plunger rewind, rejects batteries and insulin flow block alarm. The customer reported no adverse event. The event involved product(s) mmt-1780kpk, mmt-342g, unomedical. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1780kpk, mmt-342g, unomedical.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self -test, active current measurement and sleep current measurement. No low battery alert noted during testing. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on (B)(6) 2025 11:12:11.000. No unexpected low battery alerts listed in the pump trace download. Battery cycle 5.0 received the low battery alert (104) on (B)(6) 2025 19:16:00 after more than 7 days at 26.41 days. Battery cycle 3.0 received the low battery alert (104) on (B)(6) 2025 20:56:00 after more than 7 days at 28.94 days. With reference to the baat tool instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. The electronic assembly, battery cap and battery tube were inspected and no anomalies noted. No unexpected no delivery occlusion alarms or rewind anomalies noted. The following were noted during visual inspection: cracked case at battery tube side, cracked battery tube threads, and fading serial number label. The p-cap/reservoir does lock properly. No low battery alert noted during testing and no unexpected low battery alerts listed in the pump trace download. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Unit was not confirmed for drive/motor anomalies, or no delivery occlusion alarms noted. Unit was confirmed damage at battery tube side. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.